Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating use. Additionally it was noted that the coil assembly outer sheath was torn away from coil, the side-car was torn and also presented push-back. A functional evaluation of the device was performed by extending and retracting the basket without issue. Basket wires were found not found to be folded over but were evenly spaced and undeformed. The condition of the returned incident device was consistent with the complaint; catheter spilt. The most probable root cause is end user handling of the device, as the damage observed to the device most likely occurred during preparation. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was (to be) used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, while testing the basket outside the patient, it was noted that there was a split down the side of the plastic catheter. When they attempted to open the basket, it did not come out straight but it "flopped" out to the side. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was (to be) used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, while testing the basket outside the patient, it was noted that there was a split down the side of the plastic catheter. When they attempted to open the basket, it did not come out straight but it "flopped" out to the side. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)